Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 416 mg/dl due to the user being sick. The bg level was addressed with a correction bolus and a meal bolus. Recommendation was made for the user to contact their healthcare provider to discuss elevated bg level.